Event description:
It was reported that the patient was very frustrated, upset and scared of this ¿thing¿ starting up again. It was noted that the patient ¿went outside to try to stop the vibrations¿. It was noted that the patient went home and it ¿locked in again¿. It was reported that the device re-locked in on the patient within an hour or so of getting home again. It was reported that the patient had to stay away from their room to keep it from turning on again. It was reported that the device would turn on its own and the patient was unable to turn the device off. It was noted that the patient was not able to do anything with the patient programmer. It was reported that a manufacturer¿s representative meet with patient and turned device off. It was reported that most of the strong stimulation was in the right leg. It was reported that the patient would crank up the device to help the burning pain in the leg. It was noted that the patient would go up to where it would ¿basically be shaking my brain¿. It was reported that the patient took a ¿strong dose¿ of medication to help the patient sleep and the sensation went away on by itself. It was reported that the burning issue started after the patient stepped down into cracked asphalt and snapped ankle. It was noted that the burning sensation and pain started up leg. It was reported that the patient degenerative disc got worse. It was reported that the patient had a bed that can be adjusted so the patient is sitting up. It was noted the bed had a device that can raise the legs by certain degrees. It was reported with new batteries in the patient programmer, the implantable neurostimulator (ins) could not be turned off. It was noted the patient programmer was beeping.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the emergency room for a stimulation complaint. The patient reportedly had not used that the device for 1.5 to 2 years prior to the date of the report because the patient was saving the device battery for when ¿the world collapsed/ economic crisis.¿ it was noted that the device had been turned down to 0 volts and off since that time. The patient was reporting that he continues to feel stimulation. The patient claims that he did not turn on stimulation with the patient programmer. The patient later reported that the device was ¿locked in on him at a high rate¿ and he had to take an ambulance to the emergency room. It was noted that this occurred the saturday prior to the date of the report. It was noted that a manufacture representative helped the patient turn his device off. However, the patient reports that he went home and the device ¿locked in¿ again. The patient thought that this happened on the sunday prior to the report. The patient was reportedly given medication that helped him sleep but he was still feeling a ¿heat and burning sensation across his back.¿ it was further reported that the device only ¿locked in¿ on the patient while he was in his room. It was later reported that the patient had gone to the emergency room because he was receiving uncomfortable stimulation. His implanted device was checked and was found to be in the off position with the amplitude at zero. The patient reported that the device had been off for the better part of a year until it turned on by itself. It was noted that the stimulation stopped after the patient was seen by the manufacture representative but when he arrived home he was again receiving stimulation. The patient was asked if had turned it on with his remote and he stated that he had not. It was later reported that the patient was experiencing a shocking or jolting sensation. It was later reported that an impedance test was done and was passed. It was noted that no x-ray had been performed. It was further noted that no malfunctions were seen and no cause was determined and the patient had his device turned off. On (B)(6) 2013, (B)(4): it was later reported that stimulation was coming on high and staying on high to the point that the patient¿s leg was vibrating and shaking. It was noted that the overstimulation was confined to the patient¿s low back and right leg. It was further noted that this is where he is supposed to be feeling stimulation it is just ¿way too strong.¿ it was also reported that this change happened while the patient was simply lying in bed.

Event description:
Additional information stated the patient was inquiring how to deal with scs coming on and locking at high frequency. The patient didn't know if stimulation will help this pain. It was noted the ¿locking in at high frequency¿ occurred when the implantable neurostimulator (ins) was off and the device had turned on twice by itself. Reportedly, the second time the patient had medication that was able to get them to sleep and when they woke up, the device was off. The patient stated their apartment bedroom had something to do with ins turning on and off. It was also stated the patient was recently in an automobile accident and had problems with pain in left ankle and now swelling in right ankle. Reportedly, the patient was ¿stopped by light poll attached to cement a week or so prior to report.¿ it was stated the patient now wanting their device removed since ¿no one had answers¿ and the patient was redirected to their healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced an overstimulation sensation. The reporter stated their device got ¿locked at a high frequency or rate.¿ it was reported the patient had been unable to ¿turn the stimulation off with his programmer." It was noted the patient felt like their legs were shaking and they were getting a burning sensation in their back area. It was further noted the patient went to the emergency room where a manufacturing representative met with the patient and turned their stimulation off. It was stated that a few hours after being home, the patient¿s stimulation ¿went on again.¿ it was noted this had not happened again. It was further noted the patient had not been using the device as much since they had been taking more medication.

Manufacturer narrative:
Concomitant products: product ID 3998, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient&#38112;device was removed because it was not working. The patient's device would turn on and the stimulation would increase all by itself.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported stimulation would come on, even though it was turned off. It reportedly took 3 different procedures in order to "get it right." The patient's device turned on itself in his bedroom and stayed on a high rate. It was noted the patient had to go to the ER in (B)(6) 2013 and have the rep turn off the therapy/system. It reportedly happened a second time a few days before surgery. The patient walked to the bus stop and then it quit. The patient reportedly flew to (B)(6), operating room to have the device explanted. It was noted that there was still something that "felt hard" in there and it "must be something part of the generator." The patient experienced the device turning on and off by itself when he woke up in bed. It was noted when the patient was in (B)(6), "told patient that its not true that it can happen, spoke about airports and such where patient could feel stimulation." The patient reportedly had the implantable neurostimulator (ins) removed (B)(6) 2013. It was noted the leads were still in place. It was noted the "rep stated it's been on/off 16,000 times."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3998, serial# (B)(4) implanted: (B)(6) 2006. Product type lead, product ID 748966, serial# (B)(4), implanted: (B)(6) 2006. Product type extension, product ID 748966, serial# (B)(4), implanted: (B)(6) 2006. Product type extension, product ID neu_ptm_prog, serial# unknown, product type programmer, patient coding updated per current guidance documents. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device was explanted because it was not working properly and was turning off automatically. No further complications were reported/anticipated.